Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6) spinal fusion procedure in a patient (patient ID: (B)(6). Patient medical history: previous lumbar surgery: surgery 1: date of surgery: (B)(6) 2021 type of spinal surgery: laminotomy/ fenestration, foraminotomy level(s): l3/l4 details: minim ally invasive l3-4 laminotomy and foraminotomy with the use of microscope (right sided approach). Primary diagnostic indication: all other diagnostic indications: 3 level l2-s1stenosis with documented preoperative instability. Substance use: currently consumes alcohol, tobacco use ex-user additional procedures: (B)(6) 2022: achilles tendon repair; additional surgical procedure not related to surgical construct and/or the study procedure. (B)(6) 2023: balloon kyphoplasty for t-9 compression fracture. Additional surgical procedure not related to surgical construct and/or the study procedure. On (B)(6) 2024: left knee partial lateral meniscectomy. Additional surgical procedure not related to surgical construct and/or the study procedure. On (B)(6) 2024: nose septoplasty. Bilateral endoscopic septoplasty with inferior turbinate reduction. Additional surgical procedure not related to surgical construct and/or the study procedure. On (B)(6) 2025: total right knee arthroplasty. Additional surgical procedure not related to surgical construct and/or the study procedure. On (B)(6) 2025: partial right knee meniscectomy. Additional surgical procedure not related to surgical construct and/or the study procedure. Diagnostic tests performed: abnormal l4-l5 motor function, decrease sensation l5 and positive right straight leg raise it was reported that that patient had low back pain into right buttock radiating down into leg with paraesthesia of right leg into foot. Consistent with l5 radiculopathy. Anticipated surgery for l5-s1 alif. There was no patient involvement/symptom reported. No product malfunction reported. There were no further complications reported regarding the event. Diagnostics: action type: diagnostic action subtype: MRI l spine-2 action result: abnormal action date: (B)(6) 2025 action info: diagnostic tests performed: right l5/s1 foraminal narrowing without central stenosis interventions: action subtype: drug therapy action result: y action subtype: other revelant actions action result: y interventions: action subtype: surgical intervention patient hospitalized for surgery for l5-s1 alif as per site assessment, event is causally related to posterior fixation device and study procedure and related to surgical construct / study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Action subtype: hospitalization: date of admission: (B)(6) 2026; date of discharge: (B)(6) 2026. Length of hospitalization: greater than 24h prolongation of existing hospitalization: no medtronic assessed event possibly related to posterior fixation.